Manufacturer narrative:
A beckman coulter (bec) customer technical support initiated RMA (return material approval) process to return the centrifuge unit. Visual inspection shows that the lid was open and the hinge was broken. A new centrifuge unit was replaced by the (B)(4) distributor which resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that while using the ssvt-1 centrifuge unit, the rt12 rotor broke apart. The safety shield was installed at the time of the event. The rt12 rotor was not contained. No one was injured or needed medical attention due to the broken rt12 rotor, and no harm was associated with the issue.